Event description:
During a routine service visit at the account it was reported that the o-ring was missing. There was no patient involvement, no adverse consequences, medical intervention or delays.